Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the us list number. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient experienced grayish/yellowish stoma site discharge and infection. The patient was treated with mupirocin topical antibiotic and two rounds of augmentin oral antibiotic with slight improvement. The stoma site was cauterized three times with no improvement. The peg-j will be replaced at a future date.